Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Blocks a2-a6: no information available from the facility. Blocks b6 & b7: no information available from the facility. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Block h3: the visions pv .014p rx catheter was returned without the non-philips guidewire. Visual inspection found a stretched guidewire exit port. During functional testing, the catheter failed the guidewire movement test due to resistance. Block h6: the probable cause of the reported failure is damage during use/handling as evidenced by the failed guidewire movement test. Strain, impact, and forces associated with use can affect the integrity of the device. However, it could not be determined when and how the failure occurred. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that a visions pv .014p rx catheter was used in a diagnostic peripheral procedure in a slightly calcified plaque lesion in the mid tp trunk. During advancement, the catheter got stuck on a non-philips guidewire, and the entire system was removed as a unit. A new catheter was used to complete the procedure with no patient injury reported. This product problem is being submitted because the visions catheter and a non-philips guidewire were removed as a system. There is potential for harm if it were to recur.